Event description:
The customer called and reported intermittent failure code 808:02. Upon review of the event history, three occurrences of failure code 808:02 were found to have interrupted delivery. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 5.09.90.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with an intermittent failure code of 808:02 was confirmed but not duplicated during product evaluation. The assignable cause was determined to be a defective pump head module (phm). The phm assembly was replaced to correct this condition. This issue is being investigated through CAPA.